Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters (cdc), mini trek rx, global, instruction for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a heavily calcified, mildly tortuous, left anterior descending (lad) coronary artery intervention, a 2.0x15 mm mini trek was advanced to predilate the lesion. After predilatation, a dissection was noted in the lad. A 2.5x23 mm non-abbott stent was implanted to successfully treat the dissection. There was no adverse patient sequela or a clinically significant delay in the procedure. The patient was in good condition and was discharged from hospital. No additional information was provided.